Manufacturer narrative:
The intraocular lens (iol) was not returned at the manufacturing site for evaluation; therefore product testing could not be performed and the customer's reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: it unknown if the lens was inserted/implanted. If explanted, give date: as it is unknown if the lens was implanted it also is unknown if the lens explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a bent haptic. No further information was available.